Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation.

Event description:
It was reported that the patient was submitted to a left shoulder arthroscopy procedure. In the anesthetic awakening, a third degree burn lesion was observed in the left upper limb and thorax. The patient was referred to traction with plastic and special dressing.